Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Event summary: it was reported that the patient had low speed advisory events. A log file review was requested. Upon log file review, a brief speed reduction below the limit was recorded on (B)(6) 2022 while patient was on the mobile power unit (mpu). Additionally, a low power hazard was recorded on (B)(6) 2022. This event is believed to have occurred when the patient was switching out their batteries. It was determined that the event was brief and motor function was not affected. Alarms resolved after charged batteries were put in.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a low speed event. Based on the patient's previous complaint history, this event appeared to be consistent with a potential issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contains data from on (B)(6) 2022 and recorded a brief low speed event on 30jun2021 while the patient was connected to the mobile power unit. Excluding this event, the pump appeared to have operated as intended above the low speed limit. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). No product is available for investigation at this time. The heartmate ii lvas instructions for use (IFU) outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.